Event description:
It was reported that during a procedure, three screws fractured during insertion. The hcp had pre-drilled the site but had not tapped it. Debris from two of the broken screws remained in the patient with no prominence, while debris from the third screw was removed. The event caused no harm to the patient and resulted in an approximate 10¿15 minute delay in the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Products were returned and evaluated. Product evaluation verified the screws were broken at their shafts. The dqe states confirming patient hard cortical bone based on the debris received is not possible; however, it is probable. Per the dqe, tap usage is per surgeon¿s preference based on the patient and needs of the procedure. The stg does not state tapping is required; however, it includes a ¿tip¿ to use compact screws if hard cortical bone is encountered. The screws utilized and broken during this event are not compact screws and it was reported that the surgeon had pre-drilled but did not tap the site according to the complaint initiator. The probable root cause per the evaluating dqe is the screw insertion torque exceeded torsional strength of screw; tapping reduces torsion applied to screws during insertion. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.